Manufacturer narrative:
Additional device product code: hrs. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018 during fixation of a distal radius fracture with a variable angle- locking compression plate (va-lcp) two-column, a variable angle-locking compression (va-lcp) locking screw had to be removed to change the desired angle. After removal of the screw, the alleged device was identified under imaging, that there was left a small scale of metal (probably the screw head). The scale of metal could be removed. It was unknown if there were surgical delay and adverse event to the patient reported. It was unknown how the procedure was completed. Concomitant device reported: va-lcp plate (part # unknown, lot # unknown, quantity#1). This report is for one (1) 2.4mm ti va locking screw stardrive 18mm. This is report 1 of 1 for complaint (B)(4).